Event description:
It was reported that a vial-mate reconstitution device leaked. This occurred during filling. The reporter stated the leakage appeared to originate from the white port of the adapter, at the very top of the clear plastic ring. There was no patient involvement. This is report 6 of 20. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates: 9/11/13-9/17/13. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any issue. The device was then docked to a vial and connected to a solution bag to test for leakage, and no leak was identified. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.